Event description:
The left ventricular lead was returned to the manufacturer, analyzed, and tested out of specification. Attempts with the physician's office to determine the reason for replacement were unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured, distal conductor stretched, outer insulation melted, and blood noted on distal conductor (not obstructed); full lead returned and analyzed.